Event description:
It was reported when using the pyxis medstation es system experienced an issue where the fridge door became jammed during recovery. The customer stated that there was delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote manager failure. A field service engineer tightened and reseated the connections to resolve. The system functioned as intended after the field service engineer troubleshooted the device.